Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The nature of the query is that this patient continues to have recurrent infections and inflammation around her prosthesis even after multiple 2 stage revisions. The question has been raised as to whether she is having a reaction to the metal. We are therefore getting allergy testing for her but we need to know the exact composition of what we have implanted so dermatology know what to test for.

Manufacturer narrative:
Update of catalog product in section d. Addition of lot code in section d4. Addition of gtin in section d4. Addition of expiration date in section d4. Investigation conclusion : reported event : an event regarding infection (leading to revision) involving a bi mentum pfr cemented cup 47 was reported. The reported device is an serf product. Since the devices were not returned to serf, a technical investigation is not feasible. The investigation is therefore conducted using the available records for the affected lot and the monitoring records from the production period of the affected lot. An investigation focused on the steps that could impact the cleanliness and sterility of the products was conducted. The data recorded by serf throughout the manufacturing of the affected lot, the microbiological monitoring data, and the process monitoring data demonstrate that the products were clean and sterile when they were placed on the market. Therefore, the serf devices cannot be the source of the infection that occurred. Cemented cup 47, lot n°2402801a, manufacturing order (B)(4) / (B)(4) units. Cleaning date: 16/09/2024. Packaging: 16/09/2024. Sterilization date: 18/09/2024 ¿ order (B)(4). The final cleaning ensuring decontamination does not present any anomaly. This is compliant with the validated cycle. Lot 2402801a: cycles 26994 and 26997 ¿ metal / ceramic program, cycles 26995 et 26996 ¿ plastic program carried out on 16/09/2024. Compliant parameters. The primary packaging ensuring the maintenance of the sterile state after sterilization does not present any anomaly. This is compliant with the validated cycles. Lot 2402801a: heat sealing ¿120¿ carried out on 16/09/2024. Compliant parameters. The sterilization step does not present any anomaly. The result is in line with expectations. Lot 2402801a: order (B)(4) of 17/09/2024. Treatment gr-24-000010153 du 18/09/2024. Compliant parameters. Monitoring the cleanroom environment allows to demonstrate the stability and compliance of the production environment over the period. Corrective action/preventive action: no action is required.

Event description:
No new information.